Manufacturer narrative:
Pump received with flashing medtronic logo. No blank display noted. Unable to perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, keypad flex tail, battery tube, motor assembly, internal battery and vibrator. No moisture damage on the keypad domes and keypad traces. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: missing display window cover, keypad overlay texture damage, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Blank display not confirmed. Pump received with flashing medtronic logo due to moisture damage on the electronic assembly. Pump failed to download history files and traces due to flashing medtronic logo. Exposed to moisture confirmed. Unable to verify customer alleged for low bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, exposed to moisture. Customer reported having issues with pump and no display on the pump. The customer reported hypoglycemia of blood glucose value of 37 mg/dl. The customer reported hypoglycemia which did not require treatment. Customer reported the following led up to the event: no troubleshooting was identified. It was unknown whether the pump was used with in 48 hours or not. The event involved product(s) mmt-1884, mmt-7040a, mmt-342, mmt-441a. Trouble shooting was performed for blank display and customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-441a.